Event description:
It was reported that the patient leadless pacemaker dislodged post-implant procedure. The patient experienced an arrhythmia and tricuspid regurgitation as a result. The device was explanted and replaced. There were no patient consequences.